Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced bacteremia coincident with peritoneal dialysis therapy. The cause of the bacteremia was not reported. This occurred while the patient was hospitalized for an unrelated event. Treatment was unknown. Peritoneal dialysis therapy was ongoing. The patient was discharged from the hospital, but the outcome of the event was unknown. No additional information is available. This is report 4 of 4 for this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).